Manufacturer narrative:
Additional information received: it was confirmed that the device was inspected prior to use and no issues were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: three still images and a video were received for the analysis. The images depicts both distal and proximal end of valiant captivia delivery system. The first images shows the proximal end of the handle, held in gloved hands, the luer connector appears to be blood stained. The second image depicts proximal end of the handle, which appears slightly damaged. Sideport extension appear to be blood stained. The third image shows the distal end of the device, also held in gloved hands. The graft is deployed, the graft cover is retracted, and the tip capture mechanism is partially retracted. There is a visible gap between the graft cover and the tapered tip, exposing the inner member. A 40-second video clip was also received for analysis. The video shows the distal end of a valiant captivia delivery system. In some parts of the video, the tip capture mechanism is partially retracted; in other parts, it is fully advanced. The graft cover appears fully retracted and is shown moving back and forth, with a gap visible between the graft cover and the tip. B5; additional information received: it was reported that, following the procedure, a comprehensive in vitro examination of the delivery system was conducted. The functionality of the tip end capture and release handle was tested by rotating and pulling it back, confirming that the bare stent capture mechanism at the tip could be released properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of an aortic coarctation. It was reported that during the index procedure the physician was following the IFU to deploy the stent graft rotating the tip capture deployment handle counterclockwise to unlock it and then smoothly pulled ack on the tip capture deployment handle. However, the tip capture deployment handle failed to deploy. Multiple attempts were made. The physician stabilized the front handle with one hand and moved the slider toward the front handle with the other hand using the graft outer sheath of the delivery system to push it to the proximal end of the stent graft, finally deploying the tip capture device. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.